Manufacturer narrative:
D4- the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the patient was admitted following a non-st elevated myocardial infarction (nstemi). There was severe three vessel coronary artery disease with a culprit in the right coronary artery. The area was treated with compliant balloons, intravascular lithotripsy and an unspecified abbott balloon dilatation catheter (bdc). A perforation occurred and the balloon was unable to be deflated sufficiently. The bdc became stuck and then separated during removal, occluding the vessel. The patient expired. No additional information was provided.

Event description:
Subsequent to the initially filed reports, it should be noted the device was an unspecified abbott nc balloon dilatation catheter. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed for all abbott nc bdc devices and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A cine was received and reviewed by an abbott vascular clinical specialist. It was stated at this was a case to treat the right coronary artery (rca) in a (B)(6)-year-old-male patient who presented with a non-st elevated myocardial infarction (nstemi). It was reported that the patient had severe three-vessel disease with the culprit lesion in the rca. The rca was treated with multiple unknown interventional devices prior to the perforation. An unknown abbott nc dilatation catheter was used, and it was then noted that the rca had perforated. The balloon was most likely not held at negative long enough to remove the contrast medium and deflate the balloon before attempting to remove the balloon dilatation catheter (bdc) from the vessel, leaving the bdc either inflated or partially inflated. Force and torquing were most likely used in attempts to remove the inflated balloon, causing the catheter to separate and remain inflated, occluding the vessel. However, the techniques used to deflate and remove the bdc were not reported. Additionally, it is unknown if any surgical attempts were made to remove the bdc before the patient expired. Due to the information provided, it cannot be definitively stated that the unknown nc dilatation catheter caused or contributed to this patient¿s death without further information. This was an elderly patient with known three-vessel disease who presented with an nstemi in an unknown condition. Additionally, the patient experienced an obstruction/occlusion, a perforation of the vessel and expired. It was reported that the device used in the procedure was an unspecified abbott nc balloon dilatation catheter (bdc). The following abbott bdcs listed are the nc abbott bdcs: nc trek neo rx, nc trek otw, nc trek rx, nc traveler rx, nc tenku rx. The reported patient effects of obstruction/occlusion, perforation and death are listed in the coronary dilatation catheters (cdc), nc trek neo, nc trek over the wire (otw), nc trek rx, nc traveler, rx, and nc tenku instructions for use IFU, as known patient effects. Based on the information provided, a definitive cause for the reported failure to deflate, difficulty removing the device and separation could not be determined. Additionally, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated.